Event description:
It was reported the patient was experiencing diaphragmatic stimulation from the lv (left ventricular) lead. It was further reported that the lv lead functionality and cardiac resynchronization therapy could not be maintained secondary to intractable diaphragmatic stimulation. The lead was replaced. The device was replaced because it was nearing elective battery replacement. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) actual longevity is < 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.